Event description:
The patient reported while on vacation in (B)(6) her blood glucose was reading high (exact bg level was not provided) and that she had to go to the emergency room where she was diagnosed with diabetic ketoacidosis. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.